Event description:
A falsely elevated ctni result of 6.57 ng/ml was obtained on one patient. It was repeated and a result of 0.04 ng/ml was obtained. The falsely elevated result was not reported. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result to the falsely elevated ctni result. The issue was resolved after the customer performed routine instrument maintenance. Maintenance included realignment of the r1 and r2 and sample probes, calibration of the hm mixers, and cleaning of the hm probes. These are maintenance items that should be addressed by the customer.